Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. We will continue to investigate this situation and if necessary, file a supplemental report.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Led stop working by anglulation , isolation failed issue.